Event description:
A healthcare professional reported an article titled "objective rotational analysis of evo toric icls using infrared retinal retroillumination imaging". The article states the patient(s) experienced lens rotation/ lens repositioning and lens exchange. The article reported, "a low prevalence of secondary surgical interventions, with only 0.21% of eyes requiring repositioning and 0.09% requiring lens exchange due to sizing errors." Cause of the event is unknown. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
Secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim#: (B)(4).

Manufacturer narrative:
B5: upon further review, it has been determined that the event is not MDR reportable. There has been no report of serious injury or malfunction. Initial MDR is not applicable. (B)(4).